Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection revealed no damage to the battery cap or battery compartment. There was no visible moisture in the battery compartment. The battery cap was not returned with the pump for investigation. A test cap was used to complete testing. A review of the black box shows multiple 'replace battery' alarms. The pump powers on with functional vibratory and auditory features. The pump was exercised for 24 hours with no power issues or alarms occurring. Investigation revealed a display lens leak and evidence of internal moisture.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (moisture ingress) issue. When replacing battery after a replace battery alarm, moisture was noted in the battery compartment. The pump keeps telling her to replace battery although she has inserted multiple new batteries. Reporter denies any damage to battery compartment and/or battery cap and reportedly just changed battery cap recently, which is fastened securely. States audio and vibrate functions still work properly. Customer support instructed reported to discontinue use of pump and have go to alternate form of insulin delivery. Of note, the patient is a frequent swimmer. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.